Event description:
The defect measured 10mm by ice and sizing balloon. A 13mm aso was chosen and was successfully positioned as confirmed by ice and angiography. The device was detached from the delivery cable, an attempt was made to remove the delivery wire from the patient; however, the device was found in the la on final angiography. Snaring of the device was attempted but was unsuccessful. Surgically removal of the device and repair of the defect was performed. The patient was improving after the operation. No imaging will be provided from the hospital.